Event description:
Insulin pump was put into suspend mode(meaning pump should not deliver any insulin) yet in the back ground it seems to be administering releasing insulin causing low sugar blood glucose reactions during the night time. When I called the support team at medtronics they offered me a replacement insulin pump. There is no insulin shown in software as being released but yet I am experiencing the low blood sugar reactions and there is no active insulin to cause such a problem. Medtronics also just started sending a important notice post card in their continuous glucose metering packaging warning users that they should not rely on cgm readings alone, and finger stick blood test when a low blood sugar reaction is felt very unusual, and seems like they know of a problem and are including a written notice with each shipment to protect themselves legally. FDA safety report ID # (B)(4).